Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that a family member called them and reported that when the pacemaker system was implanted, the leads were not positioned correctly. The caller believed that the leads had perforated through the heart and stated that the leads had to be repositioned.